Manufacturer narrative:
(B)(4).

Event description:
It was reported that during use, instruments inside patient, the t2 of the fast-fix failed to deploy. The procedure was completed with a s+n back up device. Non-significant delay and no further complications were reported.

Manufacturer narrative:
H2: additional information on d9 and h6 (health effect - impact code). H3, h6: the reported device was received for evaluation. A visual inspection revealed the suture and t1 were returned detached from the device. The needle overmold assembly was bent. The depth limiter button was not in the default position. The actuator tip was in the t2 position. A functional evaluation was performed on the returned device and found the actuator tip functioned as designed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include a possible failure of the actuator push assembly. No containment or corrective actions are recommended at this time. H11: h2: correction on b2.